Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the arm 2 has a message it's at it's rotational limit message and tried to rotate the arm but it wouldn't rotate and then have been operating for 4 hours and the message just appeared but has been working normally prior. Technical support engineer (tse) recommended customer press the patient clearance button to raise the arm up and then press the instrument clutch button to rotate the arm 360 degrees to an upright position. Caller stated they tried rotating both ways but it wasn't rotating and was getting stopped when rotating. Caller stated when they press the patient clearance/tornado button it raises up, but when pressing the button down, it moves about an inch and then makes a beep noise like it's at its stop. Site were mid-case and unable to do more troubleshooting and they are proceeding with the case and will check the arm after the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have no functional issues and there was no indication of any data to indicate the fault happened in the field. The usm passed all relevant testing. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on failure analysis finding no functional issue.

Event description:
Refer to h11 for follow-up information.